Event description:
Consumer states that the bed does not move and she inspected the wiring appears to be bare wiring. End user has been using the bed for years bed ridden. In her private home. Refer to dealer for replacement.